Event description:
It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The patient presented with an acute myocardial infarction. Vascular access was obtained via a femoral artery. The de novo, eccentrically shaped, 2.5x12mm and 80% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex (cx) artery. The lesion was noted to have a significant bend of >45 and <90 degrees. Three attempts to cross the lesion with different non-bsc guide wires were unsuccessful. The kinetix guide wire was able to cross, but was not able to get distal enough as needed. The physician decided to end the procedure. During withdrawal, the "floppy part" of the kinetix guide wire detached inside the cx. A non- bsc snare was utilized in an unsuccessful attempt to remove the wire fragment. A 2.75x12mm non-bsc drug eluting stent was then implanted in the mid cx, at the bifurcation of the obtuse marginal, fixing the proximal portion of the wire fragment against the vessel wall. The distal portion of the wire fragment is in the occluded portion of the cx which was noted to be completely occluded at procedure end. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The patient presented with an acute myocardial infarction. Vascular access was obtained via a femoral artery. The de novo, eccentrically shaped, 2.5x12mm and 80% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex (cx) artery. The lesion was noted to have a significant bend of >45 and <90 degrees. Three attempts to cross the lesion with different non-bsc guide wires were unsuccessful. The kinetix guide wire was able to cross, but was not able to get distal enough as needed. The physician decided to end the procedure. During withdrawal, the ¿floppy part¿ of the kinetix guide wire detached inside the cx. A non- bsc snare was utilized in an unsuccessful attempt to remove the wire fragment. A 2.75x12mm non-bsc drug eluting stent was then implanted in the mid cx, at the bifurcation of the obtuse marginal, fixing the proximal portion of the wire fragment against the vessel wall. The distal portion of the wire fragment is in the occluded portion of the cx which was noted to be completely occluded at procedure end. The procedure was not completed. There were no additional patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The core wire and high torque sleeve (hts) were fractured. The remaining hts measured 6.25" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).